Event description:
Customer reported erroneous low white blood cell (wbc) count was obtained for one pt sample when using the coulter lh 750 hematology analyzer. There were instrument generated flags with the test results. Erroneous test results were reported out of the lab. The physician questioned the results and the lab performed a manual white blood cell scan using a blood smear. The manual white blood cell scan demonstrated higher wbc count. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and were within acceptable ranges. Service was not dispatched for this event. Raw data analysis was conducted. The sample had severe wbc interference. The algorithm performed correction to the wbc count due to the interference. There were instrument generated flags for r (review), giant platelets, cellular interference, and platelet clumps. Product labeling indicates that giant platelets and platelet clumps are known interfering substances for wbc parameter. Product labeling indicates that for cellular interference: "wbc histogram pattern consistent with interference at the 35 fl region. When the separation between the wbc populations is poorly defined on the histogram, wbc correction will be performed and the corrected wbc will have an r flag." (This means because of the interference the unit is making a correction but cannot guarantee the result). The instrument generated r (review) flag, and other flags to alert the operator to further review the sample and associated test results. The instrument worked as designed and product labeling is sufficient to inform the operator to review the specimen and associated test results. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 through (B)(4), 2010 of complaints for add'l reportable events.